Manufacturer narrative:
The manufacturer received additional information that the event was not attributable to either the perceval or the solo smart device. The rupture was a result of delicate tissue in the patient anatomy resulting in the procedural issues. The manufacturing and material records for the solo smart heart valve, model #icv1246 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1246) solo smart heart valve at the time of manufacture and release. Given the additional information received from the site the event the event is deemed to be related to the device and no further investigations will be performed. The root cause is cause cannot be traced to device : adverse event related to patient condition. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr (ref: (B)(4)) . The manufacturer was notified that following an implantation of a medium perceval valve there was an annular rupture. The surgeon had additional support from his colleague dr. Bisleri at this time where they re-opened the aorta of the patient and implanted a solo smart size 19 after repairing the annulus. The final result was the implantation of a freestyle valve. No further information provided. The manufacturer received additional information that the event was not attributable to either the perceval or the solo smart device. The rupture was a result of delicate tissue in the patient anatomy resulting in the procedural issues.

Manufacturer narrative:
The manufacturing and material records for the solo smart heart valve, model #icv1246 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1246) solo smart heart valve at the time of manufacture and release. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
Unknown disposition.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr (ref: (B)(4)). The manufacturer was notified that following an implantation of a medium perceval valve there was an annular rupture. The surgeon had additional support from his colleague dr. (B)(6) at this time where they re-opened the aorta of the patient and implanted a solo smart size 19 after repairing the annulus. The final result was the implantation of a freestyle valve. No further information provided.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve (ref: (B)(4) as part of an avr. The manufacturer was notified that following the implantation of a medium perceval valve there was an annular rupture. Based on the further information received, the decalcification of the annulus and a dehiscence of the anterior leaflet of the aortomitral curtain was performed. It was attempted to patch this and continue on but after coming off pump the root ruptured. Then, the aorta of the patient was re-opened and solo smart size 19 (this case) was attempted to be implanted using a patch but this didn¿t work. Thus, the solo valve was removed and freestyle valve was implanted. Patient spent some time in the hospital and dialysis and then went home in stable condition. As reported, the event was not attributable to either the perceval or the solo smart device. The rupture was a result of delicate tissue in the patient anatomy resulting in the procedural issues. It was also mentioned that too much may have been taken during decalcification of the annulus.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h6. The conclusion will remain the same.